Manufacturer narrative:
Correction: updated UDI number. Additional information: device manufacture date provided.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. The ratcheting handle was returned to the manufacturer for evaluation. It was reported that the retainer clip on the ratcheting mechanism was damaged, resulting in the ratchet mechanism not functioning. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the ratcheting handle adjustment ring was damaged. The damaged resulted in the ratcheting mechanism being inoperable. It was noted that the mechanism was loosely hanging on the instrument. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.